Event description:
This infusion pump was repored to not deliver medication to a home pt as programmed. The pt was receiving primacor from a solution bag containing 58.7ml. The device was programmed to a continuous rate of 2.4ml/hr. The pt typically changes their IV bag around 12 noon, and in 2002 noted that the pump did not alarm on time as expected. At approx 1pm in 2002 the pt inspected the solution bag and discovered it was still full even though the device indicated that the infusion was now complete. The pt did not suffer any adverse effects from the non-delivery of medication and no medical intervention was required. The pt had a spare pump with them that was already programmed, this device was placed into service and original pump was returned for repair.